Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the tooth of the insertion handle that helps align the implant has broken. It happened during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the present insertion handle 03.010.045 was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity. It is likely that a mechanical overload possibly forceful hammer blows, in combination with a loose connection with the nail, caused this breakage. Note that his device was sold in july 2008 and is clearly badly worn. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No design related root cause can be identified on the returned device. The device was badly worn over the years. Neither a manufacturing nor design related failure could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
That case progressed with no adverse effect.